Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (paf) procedure with a thermocool smarttouch sf and an irrigation issue occurred which was not noted before the device was used on the patient. Irrigation inadequate. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 8-feb-2025. The irrigation issue was not noted before the device was used on the patient. No error noted on the irrigation pump. Abnormal increase in impedance during the ablation process. After removing the catheter from the body, wiped the tip of the catheter and rinsed it with high flow rate water, but there was still no perfusion at the tip. The correct catheter settings were selected on the generator. No issues with the flow rate change at the start of ablation. Additional information was received on 13-feb-2025. The impedance cut-off value was not exceeded. Abnormal impedance detected; therefore, released the pedal to stop discharging. The generator was set to 45w, power control, 250 ohm cut-off, and 55 ¿. They noted the temperature was 23 ¿, impedance increased from 120 to 135 and power 45w. The irrigation issue was originally considered non-reportable, however, bwi became aware on 08-feb-2025 that the issue was not noted before the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is 08-feb-2025.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 03-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (paf) procedure with a thermocool smarttouch sf. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The irrigation issue was not noted before the device was used on the patient. Abnormal increase in impedance during the ablation process. The device evaluation was completed on 07-mar-2025. The device was returned to johnson & johnson medtech (j&j). A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with j&j procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The impedance and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warnings and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. In relation to the impedance issue, the instruction for use (IFU) contains the following warnings and precautions: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. Protective impedance may reduce the risk of burns and permit continuous monitoring of the electrocardiogram during energy delivery. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).